Manufacturer narrative:
This complaint is a supplemental to 1051786-2025-000001 due to incorrect registration number used. E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). D4: UDI is not available due to unknown serial number. The following functional tests were performed: a field service engineer went onsite to evaluate the device and found it to be working as expected. No trouble was found. Further relevenat information was requested (like if waves and parameter values were not updating (static) or were presenting prior/stale data), but none was provided. Based on the information available and the testing conducted, philips was not able to replicate the reported problem and the exact cause of the reported issue is unknown. The device was confirmed to be operating per specifications during testing. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the pressure waveforms intermittently hangs on the philips hemo system with intellivue x3, zeroing is not possible. The device was in use on a patient. There was no report of patient or user harm.